Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The plunger seal was removed. The technician found a punctured keypad, cracked support. Top case cracked by tube holders. Right plunger case loose. Missing a foot and dead battery. The pump event history found a motor not running error during occlusion test and replicated the reported event. The root cause was normal wear and pump is over 10 years old. The technician cleaned debris off of the optichip and replaced old motor assembly and greased drive train. The device passed all functional/delivery testing.